Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: there was evidence of a loss of prime (cs 162) observed in the black box due to low non-zero warnings. An ezprime sequence was successfully performed with no loss of prime or other errors, alarms or warnings duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.